Event description:
Reported issue involved the t:slim x2 pump battery not charging, with a power source alert noted in the pump history. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.